Manufacturer narrative:
Age or date of birth: patient age approximated; birth year is reported as (B)(6). Stents remain implanted in patient. As event occurred approximately 5 months after index procedure and there were no reported device malfunctions, the delivery systems are presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for these lots and the lots conform to their predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. The investigator reported that the restenosis is possibly related to the index procedure, and possibly related to the study device; the sponsor believes intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). In this case, patient comorbidities, disease progression, and / or index procedure vessel trauma may have contributed to restenosis. Relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency. The 3.5x30mm cobra pzf stent referenced is being reported under separate manufacturer report number 3009306400-2019-00038.

Event description:
An (B)(6)-year-old male with medical history of coronary artery disease, hypertension, dyslipidemia, and atrial fibrillation on oral anticoagulant, and cva, presented with evidence of myocardial ischemia and enrolled in (B)(6) trial on (B)(6) 2019. Angiography showed multi-vessel disease throughout the right coronary artery (rca), right posterolateral, right descending posterior, 1st diagonal, marginal, and distal circumflex coronary arteries. Proximal and mid rca lesions were selected for treatment with stents. The patient underwent percutaneous coronary intervention (pci) via rotablation and pre-dilatation, followed by deployment of two cobra pzf¿ stents (3.0x30mm and 3.5x30mm), deployed in the proximal rca and mid rca. The patient was discharged on dual anti-platelet therapy (dapt) on (B)(6) 2019. The patient did not report any adverse effects at 14 days follow-up visit and was dapt-compliant without interruption. The patient also did not report any adverse effects at 30 days follow- up visit. The asa was stopped by neurologist on (B)(6) 2019. During a surveillance angiography on (B)(6) 2019, a high-grade in-stent restenosis was detected in proximal rca and mid rca. The patient was successfully treated via deployment of two drug-eluting stents and was discharged (B)(6) 2019 with good result. Asa was restarted by cardiologist on (B)(6) 2019 per the investigator, the restenosis is not related to index procedure, but possibly related to the study devices. Though requested, no additional information was provided.